Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and inappropriate shock. The rv noise was reproduceable with isometrics. No visible rv lead damage could be observed on the x-ray, and there was no pacing inhibition or therapy exhaustion. The rv lead was surgically abandoned and a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.